Manufacturer narrative:
No physical sample has been received. The complaint does have a valid lot number and has been processed. However, should a sample be received for the complaint at a later date, this complaint will be re-opened and investigated. The original equipment manufacturer (OEM) reviewed the device history records (DHR) for lot# 13vm528516 and confirmed that the established manufacturing and inspection processes were followed with no discrepancies found. Retained samples for lot# 13vm528516 were also reviewed, examined and confirmed that the samples met the product quality specifications. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but have not yet received. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported that the irrigation port on the fecal management system (fms) does not work. No additional details were provided, no patient involvement was reported.